Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported repeated "alert 38" errors on the ilet, restarting the device four times without resolution. A dry run was attempted but resulted in the same alert. The user switched to backup therapy, and a replacement ilet was arranged with return and shipping details confirmed. The user was advised on syncing data and shutting down the device to avoid further alerts. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.